Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026.the infusion set was in use for less than a day. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 7.